Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient received inappropriate high voltage therapy from their implantable cardioverter defibrillator. High voltage therapy was delivered in response to atrial fibrillation with rapid ventricular response. It was also noted that the device exhibited a long charge time. The patient underwent an ablation. No device intervention was performed. Patient was stable.